Event description:
It was reported that the patient experienced a lack of clinical benefit leading to device non use; subsequently the device was explanted on (B)(6) 2017. There are no plans to re-implant the patient with a new device.